Event description:
It was reported that the user experienced hyperglycemia reported at 324 mg/dl after disconnecting the ilet to change the tubing and cartridge following a meal, remaining off the pump for approximately 30 minutes, which led to a delay in insulin therapy. The infusion set was a steel set placed on the abdomen and the continuous glucose monitor(cgm) was dexcom g7. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, specifically failure to follow instructions while handling the device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user reported that glucose decreased to 263 mg/dl and trending down after reconnection.

Manufacturer narrative:
Initial.